Event description:
It was reported that the patient with this pacemaker experienced cardiac arrest after a planned transesophageal echocardiogram. The patient remained hospitalized and will be monitored. The pacemaker was confirmed to be functioning as programmed, but no confirmation was received if it contributed to the patients cardiac arrest. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.